Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced an inaccurate scale. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The 2 devices that were pending evaluation was not made available by the customer; the reported issue was not confirmed. Codes have been updated to reflect this.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced an inaccurate scale. There was no patient involvement.